Manufacturer narrative:
Reference: (B)(4). The follow is being submitted to relay additional information. Updated: a3: male. D4: lot number: 179284-a. H4: 08 jan 2018. H6 updated method: 3331, 4109 and 4114. H6 updated results: 3252. H6 updated conclusion: 4315. Complaint sample was not returned for evaluation. Reported event was not confirmed. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was retained. The investigation is in process.

Event description:
It has been reported that during the placement of a cannulated screw, the screw fractured. An attempt to remove the fractured section of the screw was unsuccessful. A delay greater than thirty minutes was noted. No adverse events have been reported as a result of the malfunction.